Event description:
During a procedure with a diamondback coronary orbital atherectomy device (oad), a severely calcified lesion in the proximal to mid left anterior descending artery (lad) was treated with multiple treatment passes on low speed and one treatment pass on high speed. The vessel was 3.0-3.5mm and was not tortuous. After the treatment, the oad was removed and imaging was done. The lad spasmed and there was no flow. The patient was placed on an extracorporeal membrane oxygenation (ECMO) protocol and stents were placed. The patient was stabilized and transported to the cardiovascular intensive care unit. The patient later expired in the intensive care unit, and the physician stated cause of death was the no flow. No device malfunction was reported.

Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Patient code: vessel spasm. Csi ID# (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The coronary oad instructions for use indicate slow flow or no reflow phenomenon are potential adverse events that may occur and/or require intervention. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. Csi ID# (B)(4).

Event description:
During a procedure with a diamondback coronary orbital atherectomy device (oad), the target severely calcified lesion in the proximal to mid left anterior descending artery (lad) was treated with multiple treatment passes on low speed and one treatment pass on high speed. The oad was removed and imaging was done. The lad spasmed and there was no flow. The patient was placed on an extracorporeal membrane oxygenation (ECMO) protocol and stents were placed. The patient was stabilized and transported to the cardiovascular intensive care unit. No device malfunction was reported.